Event description:
It was reported that the customer experienced a discrepancy between sensor glucose (40 mg/dl) and blood glucose (300 mg/dl) readings. The customer reported a bg value of 300 mg/dl and hyperglycemia, which was treated using an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-1884, mmt-442aj, and mmt-332a. The customer was using the insulin pump system within 48 hours of the reported event and was using the auto mode/smartguard feature at the time of the event. Customer reported discrepancy between sg and bg readings, which was not within range. It was explained that the sensor may no longer responding to glucose changes. Common contributing factors like insertion, site location, taping, and timing of bg entries were explained. No further patient complications were reported. No product is expected to return.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA (B)(4). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.